Event description:
An individual reported that during intraocular lens (iol) implant surgery, the lens tore the capsular bag and the haptic broke. Additional information was received from the surgeon, who reported that the capsular bag tore as the iol was being inserted. During removal of the iol, the haptic broke. An anterior vitrectomy and a kenalog wash were performed during the procedure, which was completed with a different model lens placed int he sulcus. The surgeon suspected that the bag might tear from the beginning of the surgery. The outcome of the event is reported to be resolved.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Additional information was requested by email, fax and phone. A completed questionnaire was received (B)(4) 2014. (B)(4).